Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuttings in the insulation. It is reasonable to assume that these damages were caused during the surgery. As a next step coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary the lead presented cuttings in the insulation and blood in the lumen, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was replaced due to high threshold. Should additional information be received, this file will be updated.